Event description:
Customer reported, the system displayed an x-rays not available error during boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.